Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a ribbon cable that was not properly seated. The cable was reseated and secured to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.